Event description:
Customer reported that a patient underwent skin cancer surgery. The patient developed a granuloma at an unspecified time following surgery. The suture reportedly did not absorb. It is not known what, if any, medical intervention was provided. Additional information was requested, no further information was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2009-00000 for the other medwatch. The same patient is represented in each medwatch.